Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d9, g3, g6, h1, h2, h11. The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, h10, h11 visual inspection of the returned sizing plate exhibits signs of use (scuffs, scratches) and one of the holes is damaged. The peg drill has also fractured, and not all fractured pieces were returned. Further testing of the fractured drill states that the fracture surface artifacts suggest the overload mode of failure. Review of the device history records identified no related deviations or anomalies during manufacturing related to the reported event. The peg drill is compatible to be used with the tibial sizing plate. Medical records were not provided. This complaint is confirmed via product evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the peg drill fused to the tibia baseplate guide while preparing the tibia plateau. The drill tip broke off. No pieces fell into the patient and all pieces were recovered. No patient harm or impact reported.

Manufacturer narrative:
(B)(4) g2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.